Event description:
The doctor was performing the essure procedure on me. She poked a hole in my uterus causing blood and fluid to fill my abdominal cavity. I went for urgent surgery to remove the fluid. I'm now having many health issues after having that procedure done.